Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
The customer reported via phone call that she had 2 sensors that needed to be replaced. Customer stated that the sensor was not reading and when she removed the sensor, the electrode was bent. Customer thinks that it may have lifted during insertion. Customer's blood glucose was 195 mg/dl at the time of the incident. Customer also placed the serter on top of another sensor and when she tried to remove the serter, the sensor stayed behind and separated from the needle housing. Customer's blood glucose was 243 mg/dl at the time of the incident. Customer reported that the hub assembly was not insider the serter. Customer will receive a replacement sensor and return current sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.